Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding a charge and that the touch screen is intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made by tandem technical support, however no further information was able to be obtained.